Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a blood glucose (bg) level between 200 mg/dl to 300 mg/dl. The user addressed bg level with boluses. A system check with tandems technical support indicated that the pump, cartridge, and infusion set functioned as expected. Recommendation was made for the user to discuss possible setting adjustments with their healthcare provider.